Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini tray containing midazolam clicked and did not open. A field service engineer (fse) adjusted the drawer bumper to provide sufficient clearance for proper drawer opening. The fse then tested the repair using the hardware test application (hta) and validated normal operation with the customer, confirming successful resolution. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini tray containing midazolam was clicking but would not open. During storage space recovery, the system displayed a maintenance required message. However, there were no adverse events or injuries reported based on this incident.